Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. Data downloaded from the device indicates it ran for 1210 pulses, delivered multiple boluses, and maintained a steady basal rate. The device was found to function as intended. The adhesive plastic housing, adhesive pad, and soft cannula were inspected and nothing was found that would contribute to skin irritation. The root cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that a patient¿s blood glucose reached near 300 mg/dl while wearing the pod for 36 to 48 hours on the arm. The pink slide did not move forward as intended during activation. Patient stated that they had skin irritation. A new pod was applied.